Event description:
No capture, high impedance, and oversensing reported. Lead explanted and replaced. No patient complications have been reported as result of this event. Attorney later alleges patient suffered physical and other injury as a result of recalled lead. Further alleged patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Attorney also alleges as result of lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and patient "died as a direct and proximate result of defects" in the lead review of manufacturer's database verified patient death and also that patient did not have a sprint fidelis lead model implanted at time of death. No allegation from health care professional death device related. Cause of death researched and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.